Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the viscous fluid extract was not "smooth/linear." Additional information was received from a company representative reporting the surgeon was experiencing louder tones, decrease volume when applying vfc extract. Also, the rfid was not recognizing non-company probes.

Manufacturer narrative:
The company service representative examined the system and found that the vfc function met company specifications. The vfc extraction tone was loud and the tabletop illuminator port 1 radio frequency identification (rfid) ring stayed red on startup, replicating the reported events. The company service representative lowered the vfc extract tone volume to reduce the harmonic vibration through the chassis, which results in the reported loud noise, and ordered a replacement illuminator module, to resolve those issues. Unrelated to the reported event, the company service representative adjusted the overall tray arm operation. The company service representative could not perform the smartvit test or laser service test procedure (stp) due to an emergency case at the time. The company service representative found the system to meet company specifications for all other functions. The system was manufactured on july 17, 2013. Based on qa assessment, the product met specifications at the time of release.the root cause of the reported vfc issue cannot be determined conclusively. The root cause of the reported loud vfc tone can be attributed to a high volume setting. The root cause of the reported illuminator rfid issue can be attributed to nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).